Event description:
Additional information was received that episodes of oversensing were observed on the right ventricular (rv) lead.

Event description:
It was reported that episodes of noise resulting in inappropriate high-voltage (hv) therapy were observed on the right ventricular (rv) lead. The device was reprogrammed. The patient was stable and will continue to be monitored.